Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 1 day in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Visual examination revealed the presence of damage to the cuff. A tear <.5mm length was noted in the wall of the cuff 20mm from the distal tip of the tube. During performance testing the device was noted to leak from the location of the damage. It should be noted that the product did not become deflated until one day after placement. Our quality personnel determined the damage was caused during customer use.